Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm was reported by the customer, specifically showing malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.